Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed crystals at the arc sens lvl trg connector due to the part leaking. The arc sens lvl trg was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional falsely depressed tsh results were reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc sens lvl trg did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc sens lvl trg was identified.

Event description:
The customer observed falsely depressed tsh (thyroid stimulating hormone) results for multiple samples. The following data was provided: sample 1: initial result = 0.7935 miu/ml, repeat = 2.2817 miu/l (normal range: 0.350-4.96 miu/l) sample 2: sid (B)(6) initial result = 1.0377 miu/l, repeat = 3.3103 miu/ml no impact to patient management was reported.